Event description:
Caller reported a cartridge alarm 30 that did not cause blood glucose level to exceed 500 mg/dl. There was no adverse impact on the customer¿s blood glucose level. The customer experienced the issue during the load process despite following the correct procedure to remove the used cartridge. Consecutive cartridge alarms were confirmed by customer technical support (cts). Cts resolved the issue by replacing the pump and provided instructions on placing the pump into storage mode for return. The customer reverted to an alternative method of insulin therapy.